Event description:
Information was received indicating that an anonymous cadd-solis vip ambulatory infusion system post market clinical follow up survey reported safety issues including air, inability to prime, cracked tubing's, and under infusion that have been very challenging. Per reporter more safety, quality control required at the manufacturing level. No further information item number, serial number, etc., will be available. This survey was distributed to eight different countries within the EU, us, and canada, so the country of origin is also unknown. No adverse patient effects were reported.